Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a redo paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. Each time a farawave catheter was inserted into the sheath, air bubbles were seen in the flush line and side port upon aspiration of the sheath. After multiple aspirations and flushes, air was still observed. No air was seen in the patient. A new faradrive sheath was then taken, however, the same issues were seen with this sheath. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a redo paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. Each time a farawave catheter was inserted into the sheath, air bubbles were seen in the flush line and side port upon aspiration of the sheath. After multiple aspirations and flushes, air was still observed. No air was seen in the patient. A new faradrive sheath was then taken, however, the same issues were seen with this sheath. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.